Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Missing data is observed in impedance and optivol trends. On the counter tab, high numbers of pvcs are noted which may have contributed to optivol and subthreshold measurements "null" or "not taken".

Event description:
It was reported that the right ventricular (rv) lead exhibited on the electrogram (egm) a ventricular sense (vs) following the bi-ventricular (bv) pace. It was also reported that there are gaps in the sensing and optivol trends. Device testing was completed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited on the electrogram (egm) a ventricular sense (vs) following the bi-ventricular (bv) pace. It was also reported that there are gaps in the sensing and optivol trends. Device testing was completed and the rv lead remains in use. No patient complications have been reported as a result of this event.